Event description:
It was reported to b. Braun medical inc. That a pencan® (material 333851, lot 0061946960) was being used to administer anethesia on (B)(6) 2024. According to the complainant, spinal needle broke off in laboring patients back during the spinal procedure.certified registered nurse anesthetist (crna) at bedside placing spinal for scheduled repeat caesarean section (c/s). After successful placement of local anethesia spinal needle was removed and found to have a missing tip. Mass drug administration (mda) notified to come to operating room (or). When c/s was completed crna alerted patient and obstetrics (ob) provider and xray was ordered stat. Confirmed needle tip was in patient's back. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three samples were provided for evaluation. Upon visual inspection of the returned samplea, one sample showed to be broken off from the tip, the two remaining unused needles were examined and no damaged or defects were able to be observed. Based on the data from the investigation, the reported defect was unable to be confirmed to be the result of any manufacturing defect. According to the manufacturer, the most probable root cause is the reported concern likely happened during application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.